Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer stated that did not any reminder other than set change but already changed. Customer did a self test on insulin pump and passed. Customer reported that the insulin pump was beep but did not given a reminder. The tone was not alarming too and customer said that it just look like it beep to remind that the pump exist. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.